Event description:
There was an allegation of questionable ise indirect gen.2 results from the cobas 6000 c (501) module. The initial sodium result was 153 mmol/l and the repeat result was 140 mmol/l. The initial potassium result was 5.57 mmol/l and the repeat result was 3.95 mmol/l. The questionable results were not reported outside of the laboratory. The electrode lot numbers and expiration dates were requested but were not provided.

Manufacturer narrative:
The customer changed the cuvettes, performed cleaning maintenance on the sample pipette, and changed the lamp. Afterward, calibration and quality controls were performed but were not acceptable. The customer then changed the sample pipette. Calibration and quality controls were performed and were acceptable. The investigation did not identify a product problem. The cause of the event could not be determined but it appeared to be resolved by the customer's maintenance actions.